Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that five days after implant the patient had a bruise at the implant site. The patient visited clinic four days later and was admitted to the hospital for a hematoma. The patient was then treated with medication and was discharged a week later. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.